Event description:
(Related symptoms if any separated by commas). The needle was broken in the abdomen [embedded device]. The needle was broken in the abdomen [needle issue]. Case description: this serious spontaneous case from (B)(6) was reported by a consumer as "the needle was broken in the abdomen(device fragment embedded)" beginning on (B)(6) 2020, "the needle was broken in the abdomen (needle broken)" beginning on (B)(6) 2020, and concerned a (B)(6) male patient who was treated with novofine 32g 6 mm (needle) from unknown start date for "type 2 diabetes". Patient's height: 176 cm, patient's weight: (B)(6), patient's body mass index (bmi): 24.535. Current condition: type 2 diabetes mellitus (since 6 years). Concomitant products included - gansulin 50r (insulin human). On (B)(6) 2020, the patient was hospitalized and the doctor diagnosed that the needle was broken into the abdomen of the patient. The patient went to see a doctor on the same day, and the doctor diagnosed that the needle was broken into the abdomen. Operation was performed for removing the needle. On (B)(6) 2020, the patient was discharged from the hospital. The relative said that the needle was broken after being used for three times. Batch numbers: novofine 32g 6 mm: 19d04l. Action taken to novofine 32g 6 mm was reported as unknown. On (B)(6) 2020 the outcome for the event "the needle was broken in the abdomen(device fragment embedded)" was recovered. On (B)(6) 2020, the outcome for the event "the needle was broken in the abdomen(needle broken)" was recovered. Investigation results: name: novofine® 32g etw tip 0.23/0.25*6 mm, batch number: 19d04l. The product was not returned for examination. The batch documentation was reviewed. No abnormalities relating to the observed problem were found. Microscopic examination performed. Needle points on patient needles examined visually for defects. Needles tested for silicone on patient needle. The needles were tested for flow with measure threads. A visual examination of the back needle of the reference sample was performed. An examination of a reference sample showed nothing abnormal. During investigation no irregularities related to the complaint was detected on a reference sample of the batch in question. Manufacturer comment: on 14-feb-2020: the device (novofine 32g 6 mm) has not been returned to novo nordisk a/s for investigation. The batch trend analysis and reference sample examination revealed nothing abnormal. With the available limited information, patient is not a trained user for needles, the re-use of needles and elderly age of the patient are significant confounding factors for the developement of reported event (needle broken). Evaluation summary: name: novofine® 32g etw tip 0.23/0.25*6 mm, batch number: 19d04l. The product was not returned for examination. The batch documentation was reviewed. No abnormalities relating to the observed problem were found. Microscopic examination performed. Needle points on patient needles examined visually for defects. Needles tested for silicone on patient needle. The needles were tested for flow with measure threads. A visual examination of the back needle of the reference sample was performed. An examination of a reference sample showed nothing abnormal. During investigation no irregularities related to the complaint was detected on a reference sample of the batch in question.

Event description:
Case description: final manufacturer's comment: 31-mar-2021: the device (novofine 32g 6 mm) has not been returned to novo nordisk a/s for investigation. The batch trend analysis and reference sample examination revealed nothing abnormal. With the available limited information, patient is not a trained user for needles, the re-use of needles and elderly age of the patient are significant confounding factors for the development of reported event (needle broken). H3 continued: evaluation summary: investigation results: name: novofine® 32g etw tip 0.23/0.25*6mm; batch number: 19d04l. The product was not returned for examination. The batch documentation was reviewed. No abnormalities relating to the observed problem were found. Microscopic examination performed. Needle points on patient needles examined visually for defects. Needles tested for silicone on patient needle. The needles were tested for flow with measure threads. A visual examination of the back needle of the reference sample was performed. An examination of a reference sample showed nothing abnormal. During investigation no irregularities related to the complaint was detected on a reference sample of the batch in question. The batch documentation has been reviewed and found to be normal.